Event description:
The caller reported that the pt is a male with no anatomy anomalities and was using an 8dct. The caller stated that last night, the evening nurse noticed that the tracheostomy tube's balloon was not holding air. He called the doctor, and the doctor replaced the tracheostomy tube with another at that time.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided, and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a f/u report will be submitted. See scanned page.